Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6).

Event description:
The initial reporter received questionable elecsys estradiol iii assay results for one patient's sample tested on the cobas e 801 analytical unit. On (B)(6) 2026, the initial result using the patient's primary tube was <18.4 pg/ml with a data flag the first repeat result was 30.0 pg/ml. The second repeat result using an aliquot of the patient sample from the cobas 8100 was 346 pg/ml. On (B)(6) 2026, the patient sample was rerun 3 times offline. The second repeat result was confirmed by the offline rerun results and was reported to the physician.